Manufacturer narrative:
The field service engineer replaced the reagent probes. The customer found the issue only occurred with the same sample tubes. Therefore, the investigation determined the event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The magnesium reagent lot number was 83908201 with an expiration date of 31-aug-2026. The ldh reagent lot number was 837913. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Sample 1 initial roche diagnostics magnesium reagent result was 1.52 mmol/l. On (B)(6) 2025, the repeat result was 0.768 mmol/l, which matched the patient history. On (B)(6) 2025, sample 2 initial lactate dehydrogenase acc. Ifcc ver.2 result was 476 u/l with a data flag. The repeat result was 271 u/l with a data flag. The ldh results were not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer adjusted the ultrasonic mixer (usm) and the cell wash. The investigation determined the service actions resolved the issue.